Event description:
It was reported that the device would intermittently fail to power on ac/dc power. Upon power on, the device was reported to chirp and lose power. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported problem. Physio determined the cause of the reported failure to be a dead battery. Physio replaced the battery. Proper device operation was confirmed before it was returned to the customer for use.